Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse inspected the iabp and cart but no leak found. All manifold leak tests passed. The iabp unit passes leak test with an acceptable leakage rate of 5psig over 5 minutes. During inspection the fse found damage to the cart chassis. The front three rivets holding the non-helium side of the cart were found sheared, leaving only the final rivet on that side holding the cart together. The fse quoted price of cart replacement to customer. The customer has decided not to continue with repair. The iabp was not cleared for clinical use.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.